Event description:
The user stated that recovery for t3 shifted 12-31% on five patient samples when she changed reagent lot numbers. The user provided one example of a patient result from (B) (6) 2009, that was tested on the old lot number 151491 and recovered 31.5 ng per dl. This result was considered to be accurate by the user. When run on the new reagent lot number 154001 on (B) (6) 2009, the result was 42.2 ng per dl. This result was considered erroneous by the user. None of the erroneous results were reported. The user calibrated the new reagent pack, ran controls and ran 10 additional patient comparisons which were all within 10%.